Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens haptic kinked upon insertion into the eye. The lens was removed in two pieces without enlarging the incision. No patient injury.